Manufacturer narrative:
Pathology conclusion, (B)(4) 2015. Gross findings include mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. Materials noted within the device are grossly and histologically consistent with thrombosis; additional morphological features of post-explant blood clotting are present. IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including but not limited to: death, thrombus and re-operation.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states that high watts/high power could be indicative of "thrombus or other materials (eg. Tissue fragments) in the device". (B)(4). The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
The information for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The IFU states that high watts/high power could be indicative of "thrombus or other materials (eg. Tissue fragments) in the device. Pump thrombus/thrombosis and stroke are known potential complications associated with all patients implanted with vads. The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. The pump was returned to the manufacturer evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional examination but failed dimensional verification and visual examination. Dimensional verification revealed the front housing disc curvature to be out of specification. However, per (B)(4) and considering that the wet test passed power consumption, this deviation is not expected to impact the pump performance. Visual examination indicated scoring. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive conclusion cannot be made, this patient's comorbidities including reported obesity and history of "low range inr" are factors that may have contributed to the events. There is no indication of any device manufacturing or performance issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient expired on (B)(6) 2015 cause of death is reported to be sepsis. (B)(6) 2015 the pump was turned off. The patient was noted to stable on medication, no exchange was planned. Heart failure symptoms gradually increased. Medical treatment was to: insert intra-aortic balloon pump this did not help, a percutaneous ventricular assist device was placed; on (B)(6) 2015 the implanted ventricular assist device (vad) was exchanged. The percutaneous ventricular assist device was removed on the day of vad exchange but the sheath was not. The sheath was supposed to be removed in the ICU but stayed in all weekend while perfusion to the leg was compromised. The patient became acidotic by monday and then presented with compartment syndrome. Vascular surgery recommended removal of the leg but the family and staff objected, the patient became septic and care was withdrawn.

Event description:
It was reported that a patient was admitted to the hospital for a suspected pump thrombus; it was stated that the patient was "feeling ok". The patient was admitted with elevated power, blood in the urine and elevated lactate dehydrogenase (ldh). Tissue plasminogen activator (tpa) via catheter-directed thrombolysis was started on (B)(6) 2015. On (B)(6) 2015 it is reported that the power was at baseline level; ldh down to 700 from 1200 and that "urine is clearing". It was reported the patient had a "stroke and is aphasic" on (B)(6) 2015. No additional information is provided.